Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: on insertion of the arterial catheter, when retracting the needle and pushing the cannula off into the artery, the needle came off the hub and was sitting loosely in the patient's artery. The user had to get forceps to remove the needle. It was reported "fortunately enough of the end of the needle was sticking out that we managed to grasp and retrieve the entire thing intact." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of needle cannula and hub separation was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit states, "firmly hold introducer needle hub in position and advance catheter forward, over guidewire into vessel." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: on insertion of the arterial catheter, when retracting the needle and pushing the cannula off into the artery, the needle came off the hub and was sitting loosely in the patient's artery. The user had to get forceps to remove the needle. It was reported "fortunately enough of the end of the needle was sticking out that we managed to grasp and retrieve the entire thing intact." No patient harm was reported. The patient's condition is reported as fine.